Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not shock a patient in manual mode. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. No adverse event was reported or associated with the use of this device. The device was received at the philips repair bench on 29nov2019 (tracking number: (B)(4). The device is an end of service and end of life product and was shipped back to the customer on (B)(6) 2019 (tracking number: (B)(4) unrepaired with a letter regarding the end of life terms. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. No electrocardiogram (ECG) rhythm strips or case event file were provided for review. This reporter stated that a patient of unknown age, gender, height and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted, on (B)(6) 2019, the patient experienced an event with details not reported, hospital staff connected the patient to the heartstart xl device, switched the device into manual mode, but were not able to shock the patient. The amount of shocks attempted and energy setting was not reported. The hospital staff then connected the patient to another heartstart xl device and delivered a shock to the patient, with the amount of energy not reported. It is unknown if paddles or defibrillator pads were used. No relevant laboratory data was reported. It was reported that there was no incidents on the patient. Philips was not able to confirm the reported malfunction due to the device being an end of service and end of life product. The device remains at the customer site.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was received at the philips repair bench on 29nov2019 (tracking number: (B)(4). The device is an end of service and end of life product and was shipped back to the customer on (B)(6) 2019 (tracking number: (B)(4) unrepaired with a letter regarding the end of life terms.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not shock a patient in manual mode. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.